Event description:
Pt was pexperiencing withdrawal episodes including flu-like symptoms 20 days prior to refill. A rotor study was done which showed no pump problems. The pt is scheduled to have a medication change -from morphine to fentanyl in 5/2003 with a hosp admit the next day for observation only.